Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4) , alleging that the onetouch verio iq meter is giving inaccurate high of ¿109 mg/dl¿ compared to another meter reading of ¿67 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. On the night of (B)(6) 2014, the patient reportedly had hypoglycemic symptoms of ¿feeling sick, dizzy, and weak¿ at 12 am. The patient subsequently had a blood glucose reading of ¿86 mg/dl¿ at 12:46 am on the subject meter. At 12:57 am, she tested on another meter and received a reading of ¿67 mg/dl.¿ she was able to administered self treatment with food and beverage. Her symptoms abated soon after. During troubleshooting, the patient confirmed the unit of measurement was correctly set. The test strips were within the discard date. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value. This complaint is being reported due to the unresolved inaccurate high issue. There is no evidence the alleged inaccurate high issue contributed to the reported symptoms. The patient¿s symptoms preceded the reported issue. She was able to take treatment within the hour of the onset of symptoms.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2014). The patient¿s meter and test strips have been returned on (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.